Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 188 mg/dl. The customer stated that she may have sweat on the insulin pump during a walk. She stated that the up arrow button was sticking. She removed and resinserted the battery, tried to bolus, and the numbers on the device began to scroll up constantly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. All of the buttons functioning properly and no button error alarm during our testing. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.